Manufacturer narrative:
(B)(4). One therapy ablation catheter was returned for evaluation. Visual inspection revealed a bend in the shaft 2.32¿ proximal to the distal tip. No other visual anomalies were noted. The results of the investigation concluded that the catheter deflected when actuating the steering mechanism, and deflected in the correct shape according to specifications. The investigation further concluded that the device met sjm specification requirements for electrical testing and functioned per requirements during the ablation simulation test. The device met specifications prior to release from sjm manufacturing facilities as supported by a review of the device history record. The cause of the reported heart block may have been procedure related.

Event description:
During an avnrt ablation procedure, the patient developed complete heart block. While ablating at the triangle of kock in the right atrium using a therapy ablation catheter, the patient developed complete heart block. Atropine was administered with no effect; however, the patient recovered a 1:1 rhythm approximately 12 hours later. There were no performance issues with the therapy ablation catheter.

Manufacturer narrative:
(B)(4).